Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The reporter stated the patient has experienced a violent seizure one month prior to this office visit, the pt's first such seizure in a long time. Previous device diagnostic testing at office visit three months prior was within normal limits, indicating proper device function at that time. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Lead break is suspected, however, revision surgery is not planned at this time because the patient is currently stable. No serious injury was reported in conjunction with the high lead impedance condition.

Manufacturer narrative:
Review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. Device failure is suspected, but did not cause or contribute to a death or serious injury.